Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the pedicle probe was deteriorated. It was noted that a separate probe was used to complete the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The pedicle probe was returned to the manufacturer for analysis. Analysis found that the tip of the returned probe was visibly bent. However, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. Analysis found that the reported event was related to a mechanical issue. (B)(4). If information is provided in the future, a supplemental report will be issued.